Event description:
A malfunction code identified as malf 16 was reported with no notable events occurring prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.